Event description:
It was reported that the patient lost therapy due to ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.